Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display due to cracked lcd glass, end cap broken off and missing, partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, serial number label missing, missing keypad overlay, and severely scratched lcd window. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test due to physical damage to the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced low blood glucose level and pump broken. The customer¿s blood glucose level was 24 mg/dl and is now 35 mg/dl. Customer could not perform troubleshoot for low readings. Troubleshoot performed for damage pump and customer states the pump has cosmetic damage. Customer states pump fell and the bottom broke off at front near screen and bottom and says none of the electronics work and is not turning on or anything and says the screen is off too. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.